Event description:
It was reported that at the time of the lead implant operation, the helix fixed to the tricuspid valve due to the helix spontaneously extending. The helix detached from the lead tip when the lead body was pulled and the helix remains at the tricuspid valve. No further patient complications have been reported as a result of this event. Additional information received reported the lead was accidentally fixated to the endocardium because the helix unexpectedly popped out before the implanter tried to screw-in the lead. The physician was not aware that the helix was exposed and pulled the lead back. This caused the lead to fall apart and the helix fell off. The patient left the hospital with the helix remaining in the heart. Additional information was received from a journal article. A new lead was implanted and one year post-implant the helix fragment from the referenced article has remained in the same postiion. No patient complications were reported as a result of this event.

Event description:
It was reported that at the time of the lead implant operation, the helix fixed to the tricuspid valve due to the helix spontaneously extending. The helix detached from the lead tip when the lead body was pulled and the helix remains at the tricuspid valve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that at the time of the lead implant operation, the helix fixed to the tricuspid valve due to the helix spontaneously extending. The helix detached from the lead tip when the lead body was pulled and the helix remains at the tricuspid valve. No further patient complications have been reported as a result of this event. Additional information received reported the lead was accidentally fixated to the endocardium because the helix unexpectedly popped out before the implanter tried to screw-in the lead. The physician was not aware that the helix was exposed and pulled the lead back. This caused the lead to fall apart and the helix fell off. The patient left the hospital with the helix remaining in the heart. The patient did not have any complications.

Event description:
It was reported that at the time of the lead implant operation, the helix fixed to the tricuspid valve due to the helix spontaneously extending. The helix detached from the lead tip when the lead body was pulled and the helix remains at the tricuspid valve. No further patient complications have been reported as a result of this event. Additional information received reported the lead was accidentally fixated to the endocardium because the helix unexpectedly popped out before the implanter tried to screw-in the lead. The physician was not aware that the helix was exposed and pulled the lead back. This caused the lead to fall apart and the helix fell off. The patient left the hospital with the helix remaining in the heart. The patient did not have any complications.(B)(6) 2011: a new lead was implanted and one year post-implant the helix fragment has remained in the same position. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: helix fractured; the analyst noted that there was evidence that the helix was welded on; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix fractured; the analyst noted that there was evidence that the helix was welded on; full lead returned and analyzed. Referenced article: "unintentional protrusion and trapping of the screw-in helix of an implantable cardioverter defibrillator lead." Journal of cardiovascular electrophysiology. March 1 2011; 22(3):351.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).